Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. Customer's blood glucose value was 2.8 mmol/l at the time of the incident. Another blood glucose level was 7.5 mmol/l. Customer stated that the treated low blood glucose via food. Customer stated that they was using insulin pump within 48 hours of reported low blood glucose event. Auto mode was active at time of incident. The insulin pump will not be returned for analysis.